Manufacturer narrative:
The scissors insert (cev605-1) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the evaluation verified the complaint as valid. One of the blades is broken at the back par, and the fragment was not returned. The insert is difficult to assemble with a tube; the insert is bent at the end. The device was returned for sharpening in july 2019. No manufacturing or material defect was found. Root cause - considering the date of manufacture and the date of the last repair, the most probable cause is an excessive effort or a shock during reprocessing or use.

Event description:
A facility reported that during surgery, the scissors insert (cev605-1) broke in the abdomen of patient . The broken part was retrieved and removed. The surgeon used another instrument to complete the procedure. There was no increase in surgery time.